Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose monitoring connection to the ilet was lost and a replacement libre 3 plus sensor initially failed to pair, after which the user recorded very high blood glucose readings and administered subcutaneous insulin by pen; the new sensor was later paired successfully with assistance and began warming up, after which the user confirmed connection and downward glucose trend. Symptoms included hyperglycemia. Outcomes included use of manual insulin dosing and subsequent improvement in glucose levels. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed successful pairing of the replacement sensor and restoration of glucose data to the ilet with declining glucose values reported. It was concluded that the event was related to initial cgm pairing failure followed by successful resolution through troubleshooting and education. The device has not been returned.